Event description:
It was reported to philips that the device does not work. There was no patient involvement.

Manufacturer narrative:
Ep (B)(6)2021 from parent complaint pr (B)(4). This case with this added information is no longer reportable. The calibrations are required device actions and not a malfunction. The device showed a calibration overdue message or there was a request for preventative maintenance, and there was no report of a calibration failure. Non-reportable since there was no death or serious injury reported, and there was no device malfunction. It was reported to philips that the device does not work. With further investigation it was found the device needs its yearly calibrations performed. No device allegation of a malfunction. The device will be calibrated and returned to the customer.

Event description:
This case with this added information is no longer reportable. The calibrations are required device actions and not a malfunction. The device showed a calibration overdue message or there was a request for preventative maintenance, and there was no report of a calibration failure. Non-reportable since there was no death or serious injury reported, and there was no device malfunction. It was reported to philips that the device does not work. With further investigation it was found the device needs its yearly calibrations performed. No device allegation of a malfunction. The device will be calibrated and returned to the customer.

Event description:
It was reported to philips that the device does not work. There was no patient involvement. With extended further investigation it was found the device does not turn on and needs a battery. With further investigation it was found the device needs a battery since it only turns on with ac power. The battery is unable to be ordered. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31 december 2018. All options associated with this defibrillator were discontinued as of 31 december 2013. The end of support date for the device is 31 december 2018. The customer was aware of the end-of-life terms and the device remains at the customer site.